Event description:
The customer reported the generator shut down after the system has been on for 15-20 mins. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The system operates as intended.